Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone17.1. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose (bg) reached 513 mg/dl while wearing the pod for an unknown duration. The patient stated they experienced persistent hyperglycemia despite administering a 20-unit insulin bolus, which prompted both a pod change and a manual insulin injection. The patient reported that their bg levels continued to spike and that they were not feeling well despite multiple correction attempts. During the call, the patient disclosed the presence of scar tissue on the abdomen, which is the only site used for pod rotation. During follow-up outreach, the patient also reported administering an additional 6 units of insulin via manual injection. The patient was subsequently transferred to a clinical product specialist for further assistance, during which they were advised to change to a site with new tissue and to contact their healthcare provider if the issue persisted.